Event description:
Wash bowl of autotransfusion unit leaked at seam causing loss of salvaged blood. Pt is jehovah witness undergoing open heart surgery, unable to use banked blood. This is an ongoing problem that the company has failed to correct. This is a hazard for the pt if salvaged blood is lost, and a hazard to hospital personnel who are exposed to blood when bowl breaks or leaks.